Event description:
The customer reported an uncontained clear fluid leak of approximately two (2) ml from the secondary probe of the coulter hmx hematology analyzer with autoloader when repeating a sample that was run on primary mode. The leak occurred when the probe was going into a cleaning cycle. There were no reports of injuries, erroneous results, direct physical contact with the leak or change in patient treatment in connection with this event. The customer was wearing gloves when the leak was the leak was discovered. A beckman coulter (bec) field service engineer (fse) was dispatched to the site to evaluate the instrument.

Manufacturer narrative:
The fse observed that probe wipe (probe block rb1) did not travel completely to the bottom probe because the secondary sensor obstructed rb1 travel pathway. The fse adjusted the sensor and the issue was resolved. The fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).